Event description:
It was reported that during an initial procedure, the screw fractured while performing implantation. Pieces of the screw remains in the patient's bone tunnel. The correct surgical technique was used. No other complications or impacts were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.